Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep, reporting that this issue was resolved several years ago. No further information is known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient was treated for an unrelated adverse event with radiation therapy several years ago and experienced a power on reset (por) message. No patient symptoms were reported. No further patient complications have been reported as a result of this event.